Manufacturer narrative:
A technician from the steris dealer arrived onsite to inspect the unit and found that the circulation hose was damaged resulting in the reported water leak. Additionally, the technician found water was leaking from a loose fitting on the drainage pipe. Based on the inspection by the technician, it is likely that the clip for the hose was overtightened causing damage to the hose. The hose was repaired and the fitting on the drainage pipe was tightened, the unit was tested, confirmed to be operating properly, and returned to service. Following the repairs a few days later, the same hose split resulting in a second water leak. This leak was likely attributed to the repairs performed on the hose by the dealer after the initial leak. The technician made the necessary repairs to the unit, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
The investigation of the subject event is in process; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported water leaking their sonic irrigator pcf onto the floor. No report of injury.